Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent implantation of the reported device on an unreported date. In (B)(6) 2019, the patient initiated treatment with brineura for the indication of neuronal ceroid lipofuscinosis. 2 months into treatment, the patient's reservoir had a disconnection between the reservoir and the ventricle tubing. There had been some high pressure readings transiently during a treatment 1 month earlier. The cause of the disconnection was not clear. The device was replaced with a smaller reservoir. The reporter assessed the event of device disconnection as related to the device. No other etiological factors were reported.